Manufacturer narrative:
(B)(4). The customer returned one pleur evac unit a-7000-08lf (pe adult-ped wet lf 6/cs) for investigation. Upon receiving the unit, it was visually examined for any signs of misuse/abuse/damage. Nothing was noted in terms of physical damage. No obvious cracks or leaks were observed. The customer supplied one photo for review; reference attached photo pic tc# 1900089850 pqr-825 for the supplied photo. Visual inspection of the supplied photo does not reveal evidence of the device leaking. Upon functional inspection, the red/blue connector was submerged under water so it could be evaluated for any cracks or leaks. Air flow was supplied through the device and no leaks or air bubbles were detected. The "o" ring was inspected , and no defects were observed. No functional issues were found with the device. No corrective actions are required at this time as there was no functional defect found with the device. The complaint cannot be performed. Upon visual inspection, no cracks or leaks were observed with the device. Additionally, the customer supplied photo does not reveal evidence of the device leaking. During functional inspection, the red/blue connector was submerged under water and supplied with air flow and no leaks or air bubbles were observed. A device history record review was performed with no issues or discrepancies found. No functional issues were found with the unit. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The a & e nurse filled in the water seal chamber and then collect the patient tube to patient catheter since no suction is requested. The patient's chest fluid was drained by gravity. Later the nurse in ward found the water in water seal chamber flew into suction control chamber. The user suspect this defective product had water leakage between chambers. Update: the leakage came from the blue and red connecting area.

Event description:
The a & e nurse filled in the water seal chamber and then collect the patient tube to patient catheter since no suction is requested. The patient's chest fluid was drained by gravity. Later the nurse in ward found the water in water seal chamber flew into suction control chamber. The user suspect this defective product had water leakage between chambers. Update: the leakage came from the blue and red connecting area.

Manufacturer narrative:
(B)(4). The device history record of batch number 74f2100120 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. In order to functionally inspect the device for the reported defect, the water seal chamber was filled with water so that the water was at the 2cm dotted line and under the "1" on the scale of the water seal chamber. The now light blue water was left for approximately 1 hour with no evidence of leakage observed. The water line stayed consistent at the 2cm dotted line and no light blue water was found to have traveled into the suction control chamber. A video was captured to attempt to show the water level in the device and that no light blue water had passed into the suction control chamber. Additionally, it was found during testing that if the device is significantly tilted or rotated during use, the water will pass from the water seal chamber into the suction control chamber. This could be a possible explanation for how the water may have moved into the suction control chamber in the customer supplied photo. Please note that there is some residual clear water in the suction control chamber shown in the attached video. This residual amount of clear water is explicitly from testing how tilting the device would impact water migration; it is not from any leaking between the chambers. Please reference file video1900089850 for the investigation video. The IFU that is provided with this product, l02851, states to the user, "fill the water seal chamber to the fill line on the water seal pressure scale to establish the one-way seal for patient protection. The is the 2 cm water level which will require approximately 70 ml. Monitor the pleur-evac chambers during use." No corrective actions are required at this time as there was no functional defect found with the device. The complaint cannot be confirmed. Upon visual inspection, no cracks or leaks were observed with the device. Visual inspection of the supplied photo revealed that there is water in the suction control chamber as reported. During functional inspection, the water seal chamber was filled with water to the 2cm dotted line. The water was left for approximately 1 hour with no evidence of leakage observed. The water line stayed consistent at the 2cm dotted line and no light blue water was found to have traveled into the suction control chamber. Additionally, it was found during testing that if the device is significantly tilted or rotated during use, the water will pass from the water seal chamber into the suction control chamber. This could be a possible explanation for how the water may have moved into the suction control chamber in the customer supplied photo. Please note that the residual clear water shown in the suction control chamber in the video is explicitly from testing how tilting the device would impact water migration; it is not from any leaking between the chambers. A device history record review was performed with no issues or discrepancies found. No functional issues were found with the unit. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The a & e nurse filled in the water seal chamber and then collect the patient tube to patient catheter since no suction is requested. The patient's chest fluid was drained by gravity. Later the nurse in ward found the water in water seal chamber flew into suction control chamber. The user suspect this defective product had water leakage between chambers. Update: the leakage came from the blue and red connecting area.

Manufacturer narrative:
(B)(4). The device history record of batch number 74f2100120 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. One photo of catalog number a-7000-08lf (pe adult-ped wet lf 6/cs) was received for analysis. No issues can observe. No corrective action can be established at this moment since the product sample is not available for evaluation. Product sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The a & e nurse filled in the water seal chamber and then collect the patient tube to patient catheter since no suction is requested. The patient's chest fluid was drained by gravity. Later the nurse in ward found the water in water seal chamber flew into suction control chamber. The user suspect this defective product had water leakage between chambers. Update: the leakage came from the blue and red connecting area.